Event description:
Customer reported a broken screen. The touchscreen was black and confirmed to be broken by the distributor. There was no adverse impact to the customer's blood glucose level. The device was returned, and a replacement pump was provided with a new serial number.